Manufacturer narrative:
Additional information: section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device lot/serial number was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Issues were reported with the preloaded odyssey intraocular lens (iol) injectors. Three (03) cases were reported where small breaks appeared in the lens after placement in the eye. Some breaks were observed at the optic-haptic junction and some were within the optic. Plunger rotation was described as stiff, as if there was increased friction somewhere in the inserter. Replacement iols were used to complete the procedure. Surgical technicians use balanced salt solution (bss) to prepare the lenses. No further information is available.